Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value at the time is unknown; latest reading is 200 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. Device was received with cracked battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.